Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked around green cap at y-site before filter. The occurred during patient infusion in the neonatal intensive care unit (ICU). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: three (3) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The pressure test, clear passage, and priming were performed on the samples, with satisfactory results and no defects were observed that could generate a leak. The sets were gravity tested (24 hour usage simulation) and pump use tested, and it was noted that there was a leak at the first y-site clearlink of one set and the other two sets had no defects. A psi water referee back pressure test was performed on all the samples, and it was noted that there was a leak at the first y-site clearlink of one set and the other two sets had no defects. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.